Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing driveline power fault alarms that were not reproducible. The patient reported a driveline power fault on (B)(6) 2020 after seeing it on the controller. Connections were secure, the driveline was not kinked or damaged, and the patient was asymptomatic. Power cable disconnects were also reported. The event log did not capture any driveline fault events but did capture low flow events with high pis. The patient was instructed to drink more water as the alarms are suspected to be related to hypovolemia. An echocardiogram and right heart catheterization was performed to evaluate native function and it was determined that the patient's heart is not competing with the pump. The driveline fault events resolved after controller self-test. The low flow alarms resolved after increasing water intake.

Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account reported that it was due to hypovolemia. Additionally, the reported driveline fault alarms could not be confirmed from the evaluation of the submitted log files. A specific cause for the reported driveline fault alarms could not conclusively be determined through this evaluation. It was reported that the patient was having driveline power faults. The submitted controller event log file contained data from (B)(6) 2020, at 22:12:51 to (B)(6) 2020, at 12:56:18. There were numerous captured events where the calculated flow was below 2.5 lpm, resulting in 65 low flow faults and 17 low flow alarms. Despite these alarms, there were no other abnormal events captured ¿ the only other events were associated with power cable disconnects and pi events. The pump operated at or above the low speed limit for the duration of the log file. The pump appeared to operate as expected. Per additional information from the vad coordinator, the patient reported the driveline power fault in the afternoon on (B)(6) 2020. All connections were confirmed to be secure and the driveline was not kinked or damage. The patient was asymptomatic. The account reportedly checked the patient¿s last 6 alarms over the phone and reported power cable disconnects. On (B)(6) 2020, the patients last 6 alarms contained multiple low flows. The patient¿s event history contained pi events but was otherwise unremarkable. The patient was instructed to drink more water due to their low flows being associated with high pis and suspected hypovolemia. The patient was asymptomatic during the low flows; however, they reported general fatigue if the low flows continued. An echocardiogram and right heart characterization were performed to evaluate the native heart function and it did not appear that the heart was competing with the pump. The driveline faults resolved after a controller self-test. The patient¿s low flow events were reportedly caused by hypovolemia and resolved after increasing the patient¿s water intake. The patient was stable and will be monitored and have a 1 month follow up. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they reported further driveline faults and low flow events on (B)(6) 2020 (manufacturing report number 2916596-2020-04441). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020, under order (B)(4). The heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿ warns: ¿keep connectors clean and dry and away from water or liquid. If the connectors come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock.¿ section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. This section also advises not to immerse equipment in water or liquid. Hypovolemia is listed in the hm3 IFU as a potential late postimplant complication. The heartmate 3 lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate 3 lvas patient handbook rev. B, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.